Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button required hard, multiple presses to work for three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery compartment is intact. There was evidence of moisture contamination on underside of battery cap. The keypad is intact. All keys were intermittently unresponsive. The down and ok key contacts were found to be inverted. There was no scrolling observed. Evaluation revealed that there was contamination under key contacts. The pump case is cracked in upper right hand corner of display area. Leak test show leak at crack in pump case. Pump case was removed, no evidence of additional moisture or loose components inside pump.